Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on rows 1 and 2 on the distal end of the stent were pulled distally, lifted, deformed and twisted. The undamaged proximal section of the crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 606mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016.   It was reported that crossing difficulties were encountered.    The 87% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Predilation was performed with a 3.00x15mm maverick balloon catheter. A 3.50 x 20 synergy¿ stent was then advanced to treat the lesion; however, the device was not able to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.